Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a right knee replacement in 2019 and reported x-rays showed the knee was "too large" and knee is sore. Patient would like to know if implants are subject to a recall.